Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The patient sample has been requested for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00234 on september 11, 2014. 09/23/2014 additional information: the initial MDR stated that the patient sample was requested for further testing and investigation. The patient sample is no longer available. Therefore, further testing and investigation can not be performed. The cause for the discordant advia centaur xp hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. (B)(6) confirmatory testing was performed and the result confirmed. The patient sample was sent out for (B)(6) and (B)(6) testing at another location. The results for the (B)(6). The (B)(6) result was (B)(6). The (B)(6) result was considered discordant with the (B)(6) result.the historical result for the patient was also (B)(6) and (B)(6).it is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.